Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken, the 3d image has defects or is not displayed, r-unit is broken (charged coupled device), and resolution is inadequate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video cable is broken and therefore the 3d image has defects or is not displayed; component failure a definitive root cause could not be identified for the broken r-unit and inadequate resolution. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during unspecified procedure, the subject device had strange colors and communication error. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during unspecified procedure, the subject device had strange colors and communication error. There were no reports of patient harm.